Manufacturer narrative:
Additional product codes are: kra, dqe, dqo. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, during use in patient, a swan-ganz catheter provided inaccurate values of continuous cardiac output (9-10l/min) and cardiac index. Catheter was not replaced. It was determined by the customer that the catheter was the cause of the issue after troubleshooting. No further information is available. There was no allegation of patient injury.

Manufacturer narrative:
Lot number 65795057 was identified with the return of the catheter. It was previously reported that the lot number was unknown. A product evaluation was completed on the returned catheter. The reported event of inaccurate values was not confirmed. The thermistor was found to read 37.0c when submerged into a 37.0c water bath. Thermistor temperature reading accuracy is +/- 0.3c per hemosphere manual. Thermistor and thermal filament circuit was continuous; there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Resistance value of thermal filament circuit was measured 38.56 ohms at 37 c being within specification. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. When running cco on hemosphere monitor, "fault: co- catheter verification, use bolus mode" error message was shown and stopped cco monitoring. Lab patient cco cable passed patient cco cable test. A device history record review was completed and documented that device met all specifications upon distribution. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information, there is no evidence that supports or confirms that the inaccurate value was associated to a manufacturing design defect. It is not known if some procedural factors may have contributed to the event. Therefore, a root cause could not be established regarding the inaccurate value issue. The error message discovered in the product evaluation has been confirmed to be a manufacturing defect. A product risk assessment was generated to cover the error message "fault: co- catheter verification, use bolus mode" in swan ganz catheters for product nonconformance. Additionally, a CAPA was generated to investigate the cco error message condition and is currently on implementation phase. The root cause was related to manufacturing.